Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sp fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. The sp fbf instrument passed both continuity and energy delivery tests. It was placed and tested on an in-house system, where it also passed both the recognition and engagement tested. The sp fbf instrument demonstrated intuitive movement with a full range of motion in all directions, and the grips opened and closed properly. The sp fbf instrument was retested and again passed all in-house tests on both attempts, confirming full functionality with no physical damage observed. The housing was removed for further inspection, revealing no damage or product issues.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, the sp fenestrated bipolar forceps (fbf) instrument did not deliver energy when bipolar activation was attempted to achieve hemostasis. Troubleshooting steps included increasing the bipolar energy setting from 3 to 4 and then to 5, as well as replacing the bipolar cable. Despite these efforts, the issue persisted. Upon visual inspection of the instrument, the sp fbf instrument sheath was removed, and there was no breakage or visible damage to the wire; however, the wire appeared to be "stretched." To resolve the issue, the sp fbf instrument was replaced with an unspecified robotic bipolar instrument. The procedure was completed robotically without further complications. The following information is unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, or the estimated blood loss associated with the bleeding.